Event description:
It was reported that during the implant procedure the physician had difficulty placing the passive fixation right ventricular (rv) lead due to the patients significant tricuspid regurgitation. The passive lead was removed and an active fixation lead was placed without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.